Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an unruptured saccular aneurysm measuring 9.87mm x 9.91mm with a 4.71mm neck located in the sidewall left ica (internal carotid artery). The patient was reported to also have an aneurysm measuring 2.9mm x 1.81mm located in the paraclinoid segment of the right ica and a right internal carotid artery 60% stenosis just distal to the bifurcation. During the procedure, it was reported that the pipeline was under very high resistance due to the vascular tortuosity. The distal end of the device was deployed proximal to the ica terminus, but not without repeated manipulation and wire rotation. The proximal end of the device was deployed through the ophthalmic segment until the horizontal segment of the cavernous segment where the device could not be opened. Attempts to open the proximal segment were made by manipulating it with a select plus with micro wire, but without success. Balloon angioplasty (an option presented in the instructions for use, u.s.) On the proximal segment of the device also proved unsuccessful. A decision was made to retrieve the device; however, it could not be retrieved with a micro snare or an alligator retrieval device. Several re-attempts at advancing the wire within the constricted segment of the device were also unsuccessful. At this point, a carotid cavernous fistula was noted and it was decided to proceed from the contralateral side through the acom (anterior communicating artery) after verification of patent. After access was gained from the contralateral side, a balloon was navigated to the pipeline¿s proximal segment and it was successfully opened by with balloon angioplasty. It was reported that the patient had a left frontal throbbing headache three days post procedure. (B)(4)

Manufacturer narrative:
The information was received from the aspire clinical database. Additional patient medical history: anxiety and panic attacks. Hyperlipidemia. Arthritis. Bilateral hearing loss. The patient was re-admitted on (B)(6) 2012 with ruq (right upper quadrant) abdominal pain, nausea, vomiting, and possible coffee ground emesis. She is at high risk due to anti-platelet therapy and oral steroids post pipeline stent placement. Patient had continued nausea, but no vomiting, afebrile, slightly hypertensive. CT (computed tomography) imaging showed minuscule hyper density within the left frontal lobe periphery likely reflects small flecks of calcification from a subacute infarct. Further additional minuscule linear hyperdensity noted in the left cerebellar hemisphere and posterior lateral aspect of the spinal cord are likely artifactual. No evidence of obstructive hydrocephalus. No large acute intracranial hemorrhage. No intracranial mass lesion, mass effect or midline shift. The patient was discharged home on (B)(6) 2012 less nauseated and is tolerating a clear diet. Status on (B)(6) 2012 showed obliteration of the aneurysm in the left ica. The patient reported that the headaches were still unchanged and patient stated new symptoms of nausea and vomiting at a follow-up on (B)(6) 2012 and they all resolved per follow-up visit on (B)(6) 2013. (B)(4) follow-up 1